Manufacturer narrative:
PMA/510(k) #: p200023. Product code: qan. Device evaluation: the unknown devices of unknown lot numbers involved in this complaint were implanted in the patients and was not available for evaluation. With the information provided a document-based investigation was conducted. Document review: as the rpn and lot numbers of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver vena venous self expanding devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl: there is no evidence to suggest that the user did not follow the instructions for use (ifu0047-5). Root cause review: a definitive root cause could not be determined from the available information. In this study, 7 types of devices from various manufacturers had been used in 221 legs. It was not possible to distinguish the quantity of cook devices being used, and the study did not indicate the differences among stent types in terms of thrombotic stent occlusion. A possible root cause is that patient's underlying conditions caused or contributed to this complication. From the literature article it is known that the patients had pre-existing conditions of post-thrombotic syndrome due to chronic venous obstruction. . Furthermore stent occlusion is a known inherent risk in relation to the use of this device. Summary: complaint is confirmed based on customer testimony. According to the initial report 36 patients had a thrombotic stent occlusion, which was treated by thrombolysis and secondary stenting in 19 patients. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Schleimer et al 2019 ¿ ¿update on diagnosis and treatment strategies in patients with post-thrombotic syndrome due to chronic venous obstruction and role of endovenous recanalization¿. The largest study with dedicated venous stents for reconstruction of the femoroiliocaval outflow was published in 2017 by van vuuren et al; 221 legs (in 196 pts patients) were operated on. 36 patients had a thrombotic stent occlusion, which was treated by thrombolysis and secondary stenting in 19 patients.